Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an lvad fault alarm occurred on (B)(6)2017. The patient was asymptomatic. Reportedly, the alarm occurred if one bar of the system controller 14v battery decreased. The system controller and 14v battery were exchanged on (B)(6) 2017. No further issues have been reported.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the submitted log files did not confirm the reported lvad fault alarm. The controller event log file contained data from (B)(6) 2017 through (B)(6) 2017 and did not contain data from the time of the event. A low speed advisory was captured on (B)(6) 2017 when the pump¿s set speed was set higher than the low speed limit. The log file appeared to show the system operating as intended with only routine power cable disconnects, pulsatility index (pi) events, and low battery advisories. The pump operated above the low speed limit for the duration of the log file. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain all system alarms, including the power cable disconnected and low power advisory alarms, and the recommended actions associated with them. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.